Manufacturer narrative:
Information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the hcp was told by pt's husband that pt had system from 2014 taken out about 1.5 years after that implant because it didn't work for patient. Tss reviewed that as long as all system components removed, they can do any MRI then want. Tss recommended doing imaging to ensure all components removed prior to MRI. Hcp doesn't know who did removal of system. No further complications were reported at this time.